Manufacturer narrative:
Follow-up information received on 19-may-2015. New reporter was added. On (B)(6) 2015, salpingectomy was performed and patient tolerated the procedure well. Her abdominal pain is much better. Case upgraded to incident. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the left inner coil detached from the outer coil and was in the peritoneum. This event was interpreted as device dislocation and device breakage. Both events were considered serious due to medical importance and are listed in the reference safety information for essure. Device breakage was previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). Also, single cases of essure breakage have been reported. In the present case, hysterosalpingogram was done and revealed that left inner coil detached from the outer coil (device breakage) and was in the peritoneum (device dislocation). Consumer underwent a salpingectomy. Given the available information and nature of the reported events, a causal relationship with essure cannot be excluded. This case was upgraded to incident due to the required intervention. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Event description:
This is a spontaneous case report received from a other in united states on 09-jan-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014 with lot number b27983. On (B)(6)-2015, hsg (hysterosalpingogram) was done and revealed that left inner coil detached from the outer coil and was in the peritoneum. Consumer will do a salpingectomy in the future. Essure was not removed. Follow-up received on 09-jan-2015 with no new clinical information. Follow-up received on 15-jan-2015 from physician, who was identified as the original reporter of this case. No procedure has been conducted or completed by the physician until the reporting date. Ptc investigation result received on 22-jan-2015.(B)(4). Final assessment: lot b27983. Production date: april 2013. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is locate within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 1/20/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue (breakage). The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. 4 further ae case reports have been received to date in relation to the reported batch, none of those cases refer also to a similar adverse type of event. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the left inner coil detached from the outer coil and was in the peritoneum. This event was interpreted as device dislocation and device breakage. Device dislocation is a serious event and listed in the reference safety information for essure, while device breakage is non-serious and also listed according to technical analysis. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). Also, single cases of essure breakage have been reported. In the present case, hysterosalpingogram was done and revealed that left inner coil detached from the outer coil (device breakage) and was in the peritoneum (device dislocation). Therefore, given the available information and nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to device malfunction (breakage). The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Follow up information is expected.